Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical october 2014 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing detached." No adverse trends were indicated. Visual examination of the returned device showed there to be a hole/fracture in the extension tubing with the blue clamp at the junction where it goes into the hub. The fracture was approximately 1/2 of the circumference of the hub. The evaluation of the returned sample did not reveal any molding/manufacturing related non-conformances, i.e. No sink marks, short shots or heat damage. The hub-to-extension tubing junction was measured and found to meet ID specification. Additionally, the tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. Although a definitive root cause for the failure is unable to be determined, a potential root cause is believed to be erosion of the tubing due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. (B)(4).

Event description:
As reported by (B)(6) hospital, an indwelling PICC line was replaced because the hub was found to be leaking. The patient condition was indicated as being "unaffected" by the event. The used catheter was returned to navilyst medical for evaluation.